Manufacturer narrative:
No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. In house testing could not be performed on lot 66172fn00 as this lot expired on july 27, 2017. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency of architect total psa, lot number 66172fn00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely elevated architect total psa result of 13.67 ng/ml was generated for a (B)(6) male patient on (B)(6) 2017. Testing was performed at another hospital (method not specified) on (B)(6) 2017 and the patient's total psa result was 2.75 ng/ml. Repeat testing on architect was 13.12 ng/ml. No adverse impact to patient management was reported.